Event description:
It was reported that the patient had a known driveline break. The driveline was not repaired and the patient was not a transplant candidate. This resulted in a pump stop and the patient passed away on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b5: known driveline break previously reported in related manufacturer report numbers: 2916596-2021-00049 and 2916596-2021-02767. Manufacturer's investigation conclusion: the report of driveline damage resulting in a pump stop could not be confirmed as no product was returned for evaluation and no log files were provided for review. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the patient outcome could not be conclusively determined. The account reported that the patient had a known driveline break; however, the pump was not exchanged, and the patient was not a transplant candidate. The driveline damage resulted in a pump stop and the patient ultimately expired on (B)(6) 2021. It was reported that heartmate ii lvas, serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21nov2011. The heartmate ii lvas instructions for use (IFU), rev. H and the heartmate ii patient handbook, rev. G are currently available. Section 1 of the IFU lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.